Event description:
Two lesions were treated during the index procedure; one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad and one endeavor sprint rx drug-eluting stent was implanted in the distal lad. On the same day, it was reported that an mi occurred. The mi was unrelated to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2011-00653 and 9612164-2011-00654).

Manufacturer narrative:
(B)(4): eval results: myocardial infarction.

Event description:
Lot details for relevant device received.